Event description:
It has been reported to philips that the automatic position control (apc) issue when using cbct smartmask. The patient experienced an increase in contrast and exposure to additional radiation as runs have to be repeated. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the automatic position control (apc) had issue when using cbct smart mask. The system was in clinical use, during this issue occurred during ongoing procedure on a patient and fse went onsite and checked the reported issue, fse installed software on interventional workstation tools, however the issue persisted. As a temporary action given to customer that after performing a cbct. Fse advised to customer to select the previous 2d procedure, such as cerebral 2fps, and then recall the stored position to continue road mapping. To resolve the issue fse went to onsite again, collected logs and tried to reproduce the issue, the issue got resolved and the system was returned to use in good working order. The codes were updated based on the investigation outcome.